Manufacturer narrative:
No issues were identified during a review of the customer's calibration data. Qc results were within the expected ranges. A "sample short" alarm was observed in the alarm trace data from the day of the event. Pinch tubing was installed in (B)(6) 2018 and has not been replaced. Neither a general instrument or reagent problem was identified. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 1 patient sample tested for elecsys hcg + b (hcg + b), elecsys estradiol iii (estradiol iii) and elecsys progesterone iii (progesterone iii) on a cobas e 801 module. Based on the data provided, only the hcg + b results are a reportable malfunction. The initial hcg + b result was 37.3 miu/ml. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result was 5054 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 259205. The expiration date was not provided.